Event description:
Customer reported receiving an error message and add'l icons on his unlocked freestyle meter. These messages are an indication the device may have exhibited the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
F/u report will be submitted if the product is returned for eval. Customers and retailers have been informed through the adc fa16may2006 letter.